Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were low and the device was out of calibration. The motor, switch, reciprocating arm, plug harness assembly, and various bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. (B)(6).

Event description:
It was reported that the unit malfunctioned. The event did not occur during surgery. There was no patient involvement. Investigation found the motor speed was low. No adverse event was reported as a result of this malfunction.